Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle failed to retract or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ust400. 14421-aw rev h 01/16. Using the pod 5 / page 55. Warning: check the infusion site after insertion to ensure that the cannula was properly inserted. The pdm will automatically remind you to check your blood glucose 1.5 hours after each pod change (figure 5-24 on the next page). If the cannula is not properly inserted, hyperglycemia may result. Verify there is no wetness or scent of insulin, which may indicate the cannula has dislodged. Checking your blood glucose 7 / page 96. Warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
The patient reported that his blood glucose read high (>500mg/dl) while wearing the pod. The patient had done manual injections along with several boluses through the pdm (personal diabetes manager) to treat his levels and changed out the pod. When the pod was removed, he noticed that the needle had not fully retracted and ended up poking a hole in the cannula itself.

Manufacturer narrative:
The pod returned with the slide insert fully moved forward and the exposed portion of the soft cannula greater than 4mm, but the formed needle not fully retracted. Upon pod opening, the needle returned to the fully retracted position. A bend was noted on the exposed portion of the soft cannula. Scoring was present on the inside of the top housing, indicating a manufacturing error had occurred to the top housing that inhibited the formed needle¿s ability to fully retract.